Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their front top 2 teeth are starting to chip the front edge corners and look to be leaning in.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.